Event description:
A disconnection. The patient was receiving antibiotics via an extension set that was connected to the microclave port male adapter plug. After an unspecified time, the nurse noted that the connection between the extension set and the microclave port male adapter plug was wet. At this time, it was noted that the extension set was disconnected from the microclave port male adapter plug. The microclave port male adapter plug was removed and the extension sets were directly connected together. The therapy was resumed. There were no reported adverse patient effects. No medical interventions were required.